Event description:
It was reported that the device was used during a ventral herniorraphy. It was reported by the rep that a tlc55 linear cutter was being used to resect the bowel after extensive adhesiolysis. The reload did not feel right when inserting into the cutter and didn't seem to click in correctly. The surgeon could only fire about a half inch when the stapler jammed. The staples were removed and another tlc55 instrument was used to complete the case. There was no pt consequence.